Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the outflow graft was not returned for evaluation. The reported event could not be confirmed due to insufficient evidence. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s out flow graft had partially pulled apart at the connection of the new and previous grafts. The pulled apart connection led to bleeding from the outflow-aorta anastomosis. The patient was brought to the operating room (or) to fix the connection between the new and previous graft. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.